Event description:
They reported the bed is not sending a nurse call when the bed exit alarms at the bed, the bed exit audible alarm is functioning. The bed was located in the bed ship at the facility. There was no patient/user injury report. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the communication cable is shorted. The technician was unsure of the cause but most likely due to not being disconnected properly before the bed is transported. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.